Event description:
A physician reports irregular ablations in the case of higher myopic ablations in the 7mm zone. Four pts had very similar results. No pt harm was reported and no further info was provided.

Manufacturer narrative:
During the onsite investigation, the svc rep examined the sys and the log files and found there was no malfunction of the device. A definitive root cause could not be identified, however, the most likely reason would be pt factors like wound healing. (B)(4).